Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
During evaluation of the device, a philips authorized representative reported the device failed to power up. There was no report of patient involvement.